Event description:
It was reported that the patient experienced a loss of stimulation sensation and a lack of therapeutic effect from their implantable neurostimulator (ins). The ins system was then explanted. The patient status at the time of this report was reported as alive with no injuries or adverse event.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 7752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3550-29; product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. It was reported that the battery had reduced capacity due to overdischarge. It was stated that the ins was received with no telemetry. It was reported that the trace report obtained from the ins after pmr recovery indicated that the total recharge count was 48. It was stated that the last recorded recharge session done while implanted was on (B)(6) 2012. It was reported that the device was recharged for 3 hours and 37 minutes from 3.685v to 3.930v. It was reported that the parameter trend diagnostic showed no patient use after this session. It was reported that the battery discharged to lock mod on (B)(6) 2012.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.